Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications.

Event description:
It was reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose and sensor glucose was 7 mmol/l and the sensor glucose was 4 mmol/l at the time of the incident. Customer was assisted with troubleshooting. The customer was advised this may be related to site selection, taping, insertion and calibration. The sensor was returned for analysis.